Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -11.5 diopter was implanted into the patients right eye (od) on (B)(6) 2022. The lens was removed within the same surgery due to lens tear/break during injection/delivery into the eye. No patient injury. This resolved the problem. The cause is unknown.

Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).